Manufacturer narrative:
H3: the ins, model# 977006 serial# (B)(6), was returned for product analysis. Analysis of the ins revealed no significant anomaly. The returned implantable neurostimulator (ins) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the ins output and telemetry were acceptable; however, the battery was near normal battery depletion. H7. Please note, correction # z-0132-2025 was a notification only. Recall was only checked because our complaint system currently prevents populating h9 without also checking h7 recall. There was not a recall associated with correction #z-0132-2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H7. Please note, correction 2182207-08-23-2024-001-c was notification only; there was no recall associated with correction 2182207-0 8-23-2024-001-c. Currently our complain handling system requires checking recall in h7 in order to populate h9. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was early depletion (less than 2 years) of an implantable neurostimulator (ins), and the elective replacement indicator (eri) was triggered. A surgical intervention is planned for replacement, pending reimbursement approval. Interrogation was performed as a troubleshooting step. The issue was not resolved at the time of the report. No patient complications have been reported as a result of this event. It was unknown if a longevity calculation was performed at implant. The healthcare professional (hcp) was not aware that the battery would last less than two years, as the previous ins lasted four years. It was noted that the hcp still would have implanted the ins had they been aware of the battery longevity expectations because they have to due to the reimbursement system. The patient did not experience any falls, accidents, et cetera that may have contributed to an issue with the system. It was noted that this information was confirmed with the physician.